Event description:
Boston scientific received information that during a routine in-clinic follow up, this left ventricular (lv) lead exhibited no capture during threshold testing. An x-ray was performed and revealed that the lead had dislodged. A lead revision procedure will be scheduled in the future. No adverse patient effects were reported.

Event description:
Additional information was received that the lead also exhibited high out of range pacing impedance measurements. An invasive procedure was performed. A tug test was performed and the lead to device connection was observed to be secure. Subsequently, the suture sleeve was observed to have been tied so tight to the lead that it went through the lead. The lead was cut below the suture sleeve and was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
The lead was discarded following the procedure and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.